Manufacturer narrative:
Additional information received indicated that t wave oversensing continued to occur and that undersensing was also present. The lead sensing vector was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. Product event summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(6) 2013. Ventricular non-sustained tachycardia less than or equal to 140 milliseconds occurred between (B)(6) 2013. Ventricular fibrillation equal to 160 milliseconds average ventricular cycle occurred on (B)(6) 2012. Non-sustained high rates less than or equal to 207 milliseconds average ventricular cycle occurred between (B)(6) 2013.

Event description:
It was reported that a patient alert occurred related to lead noise and t wave oversensing. Therapy was appropriately withheld. The patient was brought to the clinic for a treadmill test to reproduce the oversensing. Oversensing was able to be reproduced at a heart rate of 155 beats per minute. The sensitivity was decreased and resolved the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient alert occurred related to lead noise and t wave oversensing. Therapy was appropriately withheld. The patient was brought to the clinic for a treadmill test to reproduce the oversensing. Oversensing was able to be reproduced at a heart rate of 155 beats per minute. The sensitivity was decreased and resolved the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.